Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the third inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.